Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the 5.1 drawer did not detect on bus and the damaged solenoid cord need to be replaced. A field service engineer replaced solenoid cord to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es drawer did not detect on communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.